Event description:
This international dealer reported that this pt was being treated with this unit when this unit activated on audible and visual alarm. This occurred approximately 1:00am on 4/23/1998. It was reported that clinical staff did not immediately respond to this alarm, but did respond after an unspecified period of time (likely several minutes). Clinical staff then switched this ventilator to a back-up ventilator. At 7:00am 4/23, this pt's condition had deteriorated to the point where the family requested that she be discharged. This pt died at home soon after this event. No pt evaluation or clinical data is available regarding the pt's condition during or after the reported event. After this unit was removed from use, it was noted that this unit was delivering a constant flow. This unit was routed to the MFR for evaluation.